Event description:
The customer alleged the alarm volume was low, found during testing and could not be adjusted louder. No pt involvement. The mallinckrodt customer support engineer (cse) inspected the device, verified low sound even when adjusted and replaced the alarm. The unit passed extended self testing. It is not verified, and no malfunction may have occurred. The component will be evaluated at the MFR. This report is not an admission by mallinckrodt that this devcie caused or contributed to the event alleged in this report.